Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an unknown driveline disconnect alarm.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was returned for evaluation following the reported event of a loss of flow when turning the patient. During the evaluation the system controller was turned on and a log file was downloaded. The downloaded controller event log file from the returned system controller (and the submitted log file contained combined overlapping data spanning approximately 22 days ((B)(6) 2023 ¿ (B)(6) 2023). Data captured on (B)(6) 2023 is consistent with data captured during preliminary testing of the controller at abbott. Throughout the log files, there were no atypical events or alarms that would indicate an issue with the system controller. During the evaluation, the controller was visually observed and appeared to be in unremarkable physical condition. The controller functionally tested, passed all steps without issue, and was placed on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The reported event could not be associated with an issue with the controller. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.